Event description:
Philips received a complaint by the customer on the v200 indicating that a patient suffered from heart failure and respiratory failure, and after nasal tracheal intubation, the patient was put on a multifunctional ventilator--on (B)(6) 2024, the screen suddenly showed blurry and distorted fonts. The ventilator was replaced, and the parameters were readjusted. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. Resolution and disposition are pending.

Manufacturer narrative:
Per good faith effort (gfe) response, the authorized service provider (asp) engineer stated that the reported issue was confirmed after troubleshooting was performed. The asp engineer also noted that the hospital equipment department reinserted the screen cable to resolve the issue. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.